Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming testing) was confirmed. Upon investigation the monitor was unable to undergo incoming testing and unable to delivery a pulse. The monitor's electrode belt connector was broken free from the monitor enclosure, severing the white pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming testing.